Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly two weeks prior to the revision procedure as a result of a dimpled pump. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of pump dimpled was confirmed as analysis identified that the pump required more than 8lbs of force to activate. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination identified that the kink resistant tubing (krt) was worn to the filament, with no leaks present. The pump was functionally tested and failed the activation test. The failed activation test indicates the pump requires more than 8lb of force to activate. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the device not working properly two weeks prior to the revision procedure as a result of a dimpled pump. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.